Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use, several times in the past, the manifold of this co-set broke. There was no allegation of patient injury. The device was not available for evaluation. Patient demographics were not available.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The reported malfunction could not be confirmed since no product samples nor images were provided. The possible root cause could be associated to the use of the device or if the part already had cracking symptoms at the time of manufacture, however, since the device was not returned, a more detailed evaluation could not be carried out. Nevertheless, manufacturing personnel was notified about this condition. It was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction.